Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the screw keeps falling out of the handles. We keep losing them we can not use them anymore. Also the distal radius driver is cracked.

Manufacturer narrative:
Evaluation summary: the reported event that the screw was missing could be confirmed. Based on the investigation, the failure was most likely caused by the attempt to disassemble the product before the cleaning/sterilization process and the following improper tightening of the screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications for any material, manufacturing or design related problems were determined in the investigation.

Event description:
It was reported that the screw keeps falling out of the handles. We keep losing them we can not use them anymore. Also the distal radius driver is cracked.